Event description:
It was reported that during attempted implant the helix would not extend with the stylet in place. The entire lead body would rotate when attempting to extend the helix. However the helix extended outside of the body without stylet in place. Therefore the lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism.